Manufacturer narrative:
An isi field service engineer (fse) has contacted the customer, and the customer confirmed that they have resolved the grounding pad issues. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to a spare vision tower after the start of the procedure due to erbe generator errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer was getting erbe errors of m-0b when connecting ground pad and trying to use the bovie pen. The customer tried to power cycle the erbe generator and the customer had already reseated all of the connections at the rear of the erbe generator. The customer tried multiple grounding pads. The customer said they did not have a spare generator. They had already placed the first port in the patient. The customer stated that they would get a spare vision tower to do the procedure. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.